Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital reported to nca (bfarm): an x-ray diagnosis showed a fracture of ceramic inlay. Maybe there was a trauma before.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 18 august 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain in their hip. Upon revision the acetabular cup was found to have steep inclination possibly caused by cup migration due to loosening. At this time the acetabular component is being reported.

Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation remains closed, as this additional information will not change the outcome of the investigation.

Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Addendum added 22 jun 2016. The complaint was reopened as the supplier report was received which states; the component properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre existing material defect. Due to a lack of ceramic parts further investigations cannot be done. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.